Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter would not turn on after inserting a test strip. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call. The patient reported that the alleged meter power issue first occurred on (B)(6) 2019 at 5am. The patient reported that she usually manages her diabetes with 46 units of basaglar insulin as well as a self-adjusted dose of novolog that she adjusts based on her meter¿s readings. The patient claimed that in response to the alleged power issue with the subject meter she called her doctor at 2:30pm and was advised to take her usual medication as prescribed and to base her novolog dose on how she is feeling. The patient reported that the next day (B)(6) 2019 at an unspecified time after 11:30am the patient took 5 units of her novolog based on her feelings at that time. The patient claimed that around 6 hours later, at about 4:30/5:30pm she developed a symptom of ¿fainting¿ out on her front porch. The patient also claimed that as a result of fainting she developed ¿bruising and broke a couple of ribs¿. The patient did not report if she received any treatment or medical intervention as a result of the symptoms developed but did reporting buying a new meter. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and based on the information provided there was no misuse to the device. The csr confirmed that when pressing the power button, the meter would turn on, however, the meter would not turn on after inserting a test strip. The csr confirmed that the patient was using the correct test strips for testing and walked the patient through inserting a new test strip into the meter however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.